Manufacturer narrative:
The patient received the device on november 15, 2021. On (B)(6), the patient returned for a follow up where he indicated none to minor pain (2 out of 10). He also denoted in a post-operative survey that he had drainage. It was noted in the follow-up that the implant was positioned well, with no signs of inflammation or swelling. The patient followed up again on (B)(4), where there were no concerns denoted by the physician or the patient regarding his healing status. On (B)(6) 2022, it is denoted in the patient's file that the patient had a history of smoking and non-compliance and had a culture taken. The patient did not return for follow-ups as instructed and dictated by the post-operative protocol. The patient's wound culture resulted in light growth of staphylococcus epidermidis. There are no claims of curvature, protrusion, or revision surgery noted within the patient's medical records. It is also noted within the patient's medical records that they deviated from post-operative protocol. Any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery. Fluid drainage, pain, and infection are an anticipated events after any surgical operation. After the procedure, the patient receives a jp drain to allow for antibiotic fluid around the implant to exit the body in the days following the operation. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "cutaneous hypersensitivity reaction" and "any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery." An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile curvature, pain, and infection as an anticipated adverse events and implant extrusion/perforation as anticipated device deficiency. The instructions for use also list infection and implant extrusion as a potential adverse device deficiency. Within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. The root cause of this investigation is known inherent risk of the device and attributed to user error as the patient did not follow post-operative instructions. As the device was not explanted and unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.